Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer were unable to exit the load reservoir process. The insulin pump did not give any alerts and piston did not move and stays in place. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring black. The insulin pump was returned for prime/fill anomaly and absence of alarms found on august 03, 2022. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed self-test. Insulin pump alarmed insulin pump error during rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error. No prime fill anomaly noted during testing. No prime/fill alarms noted in the insulin pump memory. Insulin pump was cut open for visual inspection and moisture damage was found on motor and in corroded battery tube. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage (faded end cap), retainer ring knit line damage. Prime/fill anomaly unknown. Insulin pump not alarming unknown. Retainer ring damage confirmed. Insulin pump error confirmed due to moisture damage on motor. Exposure to moisture confirmed on motor and in corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.